Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A fifteen minute treatment failed as upon turning on the cycler the display was blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational and fifteen minute treatment passed. The cycler underwent and passed a voltage check. There were no loud or unusually noises heard during the testing, and no traces of a burning smell as well. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. It was reported that the cycler made a loud humming/buzzing noise as well. The peritoneal dialysis nurse (pdrn) stated that during step 2 of setup a burning smell was noted. The pdrn was unsure where the smell was coming from. At that point in time, the technical support representative advised to discontinue use of the cycler. The pdrn stated that the patient would use an alternate clinic cycler or manual therapy. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer upon physical evaluation, it was identified that the transformer on the inverter board was burned.